Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardiac monitor displayed an alert for an episode of atrial fibrillation, but no such episode was recorded on the electrograms due to diagnostics anomaly. The patient was in stable condition.